Event description:
On (B)(6) 2012 the pt called for assistance with clearing an e4 (occlusion) error. When changing the insulin cartridge e2 (battery depleted) error was displayed. The pt stated a2 (battery low) was not displayed prior to e2. She checked the device alarm history and verified no a2 was listed. The battery had been in use since (B)(6) 2012 and was not expired. No physiological effects were reported. The pt did not require treatment form a health care professional or second party to address the issue. The infusion device was replaced. The infusion device, battery, and battery cover were requested to be returned for evaluation.